Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after laparoscopic sleeve gastrectomy, the patient was taken back for re operation two days later due to a post op bleeding of 500ccs vessel right by the atrium/pylorus of the stomach. Blood transfusion was required. Patient stay was extended by a week. They noted that the appearance of the seals were good with no evidence of bleeding prior to closure.